Manufacturer narrative:
Zoll has not yet received the coolgard in complaint for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
A patient was hospitalized and underwent treatment for hypothermia. During maintenance phase, an audio alarm was noted from the coolgard 3000 ivtm system (sn (B)(4)). No error messages were displayed on the console. No start-up kit (suk) and catheter leak were noted. The customer was able to complete the treatment. No patient consequences were reported.